Event description:
Red grease is noted in the lumen of the shaver after thorough cleaning and sterile processing. The grease is completely cleaned out and removed before sterilization. Often during sterilization, the vacuum of the sterilizer pulls the grease from the seals and is again present in the lumen after sterilization. This is an on-going issue with these shavers.